Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the pump generated consecutive restart 38 alarms consistent with a stalled motor, persisted after several restarts, and followed multiple occlusion alerts while using a teflon inset with 23-inch tubing; a dry run succeeded, and the user completed a supply change with a new cartridge, with blood glucose reportedly unaffected, indicating a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communications and analysis of information provided by the user. Investigation of this case revealed a communications-related problem identified during troubleshooting, with the medical device problem characterized as failure to infuse and the implicated device component identified as the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.